Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient was hospitalized at our institution for rectal cancer. From (B)(6) 2026, intravenous infusion therapy was administered for three consecutive days. During this period, a single use implantable drug delivery device (IV catheter) was used to implement the intravenous infusion regimen. The intravenous drug administration process proceeded smoothly for all three days. On (B)(6) 2026, following medical orders, nursing staff prepared for another intravenous infusion. During flushing of the catheter line, fluid leakage was observed at the tip of the catheter needle. After communicating with the patient and family, a new single use implantable drug delivery device catheter was replaced. Following successful reinsertion, intravenous infusion could continue. Repeated puncture and needle insertion cause discomfort such as local skin and blood vessel irritation of the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.